Event description:
Physician performed a bladder cath for voiding cystourethrography with an 8 fr feeding tube, plus urine return, but no contrast flow. The physician then noticed that the catheter was defective due to hub loaded onto the catheter tip. Basically, the hub was on the wrong end of catheter. Catheter removed and the patient was re-cathed with good catheter. Procedure then went uneventfully. No apparent injury to the patient noted, however a repeat catheterization was required.